Manufacturer narrative:
The device was received partially deployed with the formed needle extending past the bottom housing window and the linkage observed to be partially extended. After removal of the top and bottom housing, the formed needle and slide retract were found to fully retract. Score marks were observed on the underside of the top housing indicating a misaligned linkage assembly. No damages or defects were found to the linkage assembly. Pod data shows that the device completed both first and second priming sequences. As it could not be determined when the needle mechanism fired, it could not be determined whether the misaligned linkage assembly contributed to the reported needle not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour. There is no information available regarding treatment.